Event description:
The patient reported they were unable to pause insulin delivery on their pdm (personal diabetes manager), resulting in hypoglycemia. Blood glucose levels declined to 50 mg/dl. The patient self-treated with packets of honey and did not require medical attention. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
In the case description, the user mentioned having an issue that prevented insulin delivery from being suspended. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Review of the android log files found two instances of the user successfully suspending insulin delivery on the date of occurrence, once at 10:13 and once at 19:09, the system stopped delivering insulin while insulin delivery was suspended, as confirmed by the pod total pulse count not increasing during these periods. The log files show a gap in time between 17:01 and 19:08, indicating that the controller was off during this period. When the controller was turned back on, the user's estimated glucose values were at 63 mg/dl and the user suspended insulin delivery successfully at 19:09. The patient history buffer data that was backfilled after the controller was turned back on showed that the automated algorithm appropriately adapted the microbolus amounts based on the estimated glucose values received by the pod. The system stopped delivering automated insulin several cycles before this 63 mg/dl reading due to decreasing estimated glucose values. The logs show no evidence of errors during these attempts to pause/suspend insulin delivery and the logs show no other unsuccessful attempts to suspend insulin delivery. The system was determined to function as designed. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.